Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; asr xl- left; reason(s) for revision: unknown. (B)(4). Taper sleeve details, non-depuy stem used. Competitor's stem used. However this com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Update received: (B)(4) 2014 - added surgeon: (B)(6) hospital: (B)(6). Re-opened (B)(4) 2014 - added reason for revision in complaint description as was not in complaint description, but was already in necessary complaint and product category boxes. Reason(s) for revision: alval / soft tissue reaction, high metal ion level and metallosis.

Event description:
Asr revision: asr xl- left. Reason(s) for revision: unknown . Kennedys ID: 5932

Event description:
Asr revision; asr xl- left; reason(s) for revision: unknown. (B)(6). Update rec'd (B)(4) 2014 - rec'd surgeon's form with new implant/revision date, surgeon, implant and revision hospital and reason for revision, taper sleeve details, non-depuy stem used. Competitor's stem used. However, this (B)(4) is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Update received: (B)(4) 2014 - added surgeon: (B)(6) and added hospital: (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, asr xl- left, reason(s) for revision: unknown. (B)(6). Update rec'd 17 apr 2014 - rec'd surgeon's form with new implant/revision date, surgeon, implant and revision hospital and reason for revision, taper sleeve details, non-depuy stem used. Competitor's stem used. However this com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Update received: 18th april 2014 - added surgeon: (B)(6) and added hospital: (B)(6). Re-opened 29th april 2014 - added reason for revision in complaint description as was not in complaint description, but was already in necessary complaint and product category boxes. Reason(s) for revision: alval / soft tissue reaction, high metal ion level and metallosis. Update - high metal ions have been mentioned - amended the product categories to 'abnormal clinical results: metal ions' attached legal letter, added patient name. Added all expiry dates, querying missing stem. Taken from legal letter dated 25th march 2015 - ab 31st march 2015. Patient name: (B)(6). Competitor stem has been used.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.